Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 6 and its pockets failed, would not recover, and displayed a message to contact technical support for assistance. The customer attempted to recover the drawer, but the problem persisted. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation 5 center drawer 6 and pockets had failed and were not able to recover, displaying a message to contact technical support for assistance. The field service engineer found that the main full-height drawer 6 was not detected on the bus and needed to replace the rear controller board to resolve the issue. The engineer then replaced the rear controller board, and the drawer was functioned as normally. The system functioned as intended after the field service engineer repaired the device.